Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the monitor failed the current test and was unable to communicate with a monitor. Upon investigation the u713 microcontroller was found to be internally shorted on the distribution node pca, causing the inability to communicate and the test failure. The root cause for the shorted u713 could not be positively identified. No adverse even resulted from defective u713. The patient received a replacement electrode belt.